Event description:
On (B)(6) 2012, the lay-user/patient's reporter contacted lifescan from (B)(6) alleging the one touch verio iq meter displayed "strip failure message". The patient's reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's reporter claimed the meter displayed "strip failure message". There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (11/14/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was evaluated with control solution and no error message was observed. However, a secondary issue was noted where the meter¿s lcd was found to be cracked/broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.